Event description:
Per the clinic, the patient underwent exploratory surgery on the side of the implant to reconstruct auditory canal due to infection or erosion. Explant and reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
Implanted device remains.